Manufacturer narrative:
Follow-up #1: date of submission 09/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/09/2016 with the following findings: the max total daily dose (tdd) delivery was set to 200 units (u). No max tdd warnings were observed in the black box. The tdd added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. The reported complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a blood glucose (bg) measurement of 500mg/dl due to eating ice cream and not realizing that the pump alarmed that the total daily dose reached its limit. The patient reportedly did not have ketones or symptoms. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter allegedly believed the high bg's would diminish following the alarm. It was noted that the pump is not being returned and the patient remained on insulin pump therapy. This complaint is being reported because the patient experienced hyperglycemia due the training misuse error as the patient reportedly reached the total daily dose and the pump alarmed for this issue.